Manufacturer narrative:
Date of event: exact date not provided, best estimate is day of implant or one day post-op ((B)(6) 2019). If explanted, give date: not applicable, as lens remains implanted. Patient code: reposition rotationally. Device evaluation: product testing could not be performed because the product remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 intraocular lens (iol) was going to be repositioned. The doctor thinks that the patient probably rotated between surgery and day 1 post op. It was noted that the lens was sitting at about 165 degrees but the intended axis was 135. Later on it was learnt that the repositioning procedure appeared to work. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.